Event description:
The customer reported the knife wire of the sphincterotome broke during a therapeutic sphincterotomy procedure. The procedure was successfully completed with a similar device. There was no delay to the procedure and the fragment did not fall inside the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was discarded by the customer and will not be returning to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is possible that an electrical discharge might have occurred which caused the cutting wire to become instantly hot and the cutting wire broke. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following mechanisms likely caused the broken cutting wire: -high frequency current was conducted between the cutting wire and the tissue at the point of contact, or high frequency current was conducted when they were close to each other. -high frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact, or high frequency current was conducted when they are being close to each other. -due to raising the forceps elevator, the cutting wire at the torn area of the coated portion of the wire and the distal end of the endoscope came into contact. Under these circumstances, high frequency current was conducted. A likely mechanism causing the tear of the coated portion of the wire might be the following: 1. The slider was pushed more than needed causing the cutting wire to deflect. 2. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. 3. The tube was moved back and forth in the situation of description ¿2¿, causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was ruptured. The following information is stated in the instructions for use (IFU): "-since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. -be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. -do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. -if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.